Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a dented connecting tube. The device was returned to olympus for evaluation. During examination, the insertion section's coating was found peeling: the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable event identified during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the connecting tube was dented. During visual examination, the following additional issues were found: the connecting tube was cut and no longer water tight; the adhesive on the bending section cover was chipped; the adhesive around the objective lens was stained; the eyepiece was scratched; the diopter ring was scratched; the control unit was scratched and discolored; the scope connector cover was scratched; the indicator on the light guide connector was faded; the hand grip was scratched; and the angulation lever was scratched. Functional testing showed the bending angle for the up direction did not meet with specifications; this was caused by a worn angle wire. In addition, damage to the channel did not allow a cleaning brush to be inserted smoothly. Finally, the image guide bundle was damaged which caused staining of the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction in chapter 3.2- preparation and inspection of the endoscope: "1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." The investigation determined that the issue could have been caused by stress caused by repeated use, external factors or handling of device; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.